Event description:
Home patient was unable to prime the patient line of the homechoice set. Home patient reports they were unable to re-prime the line and had to re-start with new supplies to complete treatment. Home patient reports no patient injury or medical intervention required as a result of incident.